Event description:
The patient complains of numbness, some aching, and sometimes needle pain.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.